Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported activation failure including expansion failures/inflation problem appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal left anterior descending (lad) coronary artery. During inflation of the 3x38 mm xience xpedition stent delivery system (sds), there was difficulty inflating due to the calcium present and the stent completely failed to deploy. Therefore, the sds was removed and rotablation was performed and another same size xience xpedition stent was deployed successfully. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.